Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failing multiple times per day. Additionally, the second drawer could not recover and was not recognizing that the drawer was open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer seven was failed. The field service engineer found that the drawer board cable was not fully seated. The cable was reseated, and the device functioned properly afterward. The system functioned as intended after the field service engineer repaired the device.